Event description:
A journal article was obtained on 03-dec-2025 that reported a retrospective study from the united states. The purpose of the study was to assess whether the presence of preoperative radiographic patellofemoral joint (pfj) arthritis influences implant survivability or clinical outcomes at minimum 10-year follow-up. The study reviewed 503 patients (636 knees) who underwent medial mobile-bearing uka between july 2004 and february 2010. All procedures were performed using the oxford mobile-bearing prosthesis (zimmer biomet) with cemented fixation according to the standard surgical technique. The study population had a mean age of 61.8 years at time of surgery (range, 34-86 years); (440 male knees / 262 female knees). The study had a mean follow-up of 13.3 years (range, 10-18.5 years). The author reported 1 patient underwent manipulation under anesthesia without revision of components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3 - event date is the publication date of the article. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: unknown oxford femoral component, lot unknown. Unknown oxford tibial component, lot unknown. G2: literature - citation: bertrand, t.e., melvin, p.r., alexander, j., crawford, d.a., lomardi jr., a.v., & berend, k.r., (2025). Minimum 10-year follow-up of mobile bearing medial unicompartmental arthroplasty: does the presence of preoperative radiographic patellofemoral arthritis influence patient outcomes. Journal of clinical orthopaedics and trauma, 66 (103008), https://doi.org/10.1016/j.jcot.2025.103008. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. The following sections were corrected: h5. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. This is a limited investigation; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.